Manufacturer narrative:
This represents a deviation from the prior airflow-related performance issue and suggests a potential system-level failure occurring following customer-performed flow sensor assembly replacement. Based on the observed behavior, the customer requested bench evaluation and repair to further assess the failure and restore device functionality. At bench repair, it was discovered that the power management (pm) printed circuit board assembly (pcba) and central processing unit (cpu) printed circuit board assembly (pcba) were not seated correctly. The bench service engineer (bse) reseated correctly the pm pcba and cpu pcba to resolve the reported issue. The bse reseated correctly the pm pcba and cpu pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Event description:
Philips received a complaint from a customer regarding a v60 ventilator indicating that the device would no longer power on. At the time of the issue, there was no patient involvement and no reported patient impact. The impact was limited to system unavailability and inability to return the device to service. The customer, in coordination with the remote service engineer (rse), confirmed the failure mode as a complete loss of power. Based on the observed behavior, the customer requested bench evaluation and repair to further assess the failure and restore device functionality.